Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812; lot # 800139; description: superion ids 12mm.

Event description:
It was reported that the patient's spacers were explanted due to ineffective treatment of his legs and buttock. The spacers were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812, lot # 800139, description: superion ids 12mm.

Event description:
It was reported that the patient's spacers were explanted due to ineffective treatment of his legs and buttock. The spacers were kept by the medical facility.